Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the atrial lead was capped and replaced on (B)(6) 2019 for an unspecified capture issue.

Event description:
New information identified the capture issue as a high capture threshold, which was causing increased battery drain. The event was discovered when the patient presented in clinic. The patient was stable before and following the procedure.